Event description:
It was reported that the patient underwent a hip arthroplasty on (B)(6) 2012. During the procedure, the surgeon was using a ¼-28 thread, modular microplasty cup impactor and noticed during the impaction of the cup, the metal ring holding the tip of the inserter together fractured and fell into the patient. The surgeon immediately noticed the ring and retrieved it. There was no significant delay to the procedure.

Manufacturer narrative:
The user facility was notified of the event on (B)(6) 2012. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Dimensional evaluation found components to be within appropriate design specification. Examination of returned device was inconclusive; visual examination revealed what seems to be normal wear that comes from use, and no obvious damage that cannot be explained by normal use. Review of device history records show that lot released with no anomaly. There are warnings in the associated package insert that state that this type of event can occur, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."